Event description:
In 2006, a physician deployed an emboshield into the right internal carotid artery; pre-stent dilatation was performed with another brand of balloon; the xact stent was successfully positioned and deployed; post-stent dilatation was performed with another brand of balloon. It was reported that the filter moved during the stent implantation and post-dilation. The patient was discharged home 3 days later.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming.